Event description:
It was reported that this shocking lead exhibited noisy signals and high out of range shock impedances. It was noted that the lead was going to be revised. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).